Event description:
The customer called to report high blood glucose levels of 600 mg/dl, and wanted to make sure that the insulin pump was programmed correctly. The customer was tired, vomiting and thirsty. The customer had already given herself a manual injection, but her blood glucose levels remained elevated. The customer called her doctor for assistance, and she was told to go to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.